Manufacturer narrative:
The therapy date for the following device is unknown: model: 1192, scs anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (germany) experienced ineffective stimulation after having had a fall. Diagnostic system testing indicated two invalid impedances. X-rays revealed the lead had migrated. In turn, surgical intervention was undertaken to explant and replace the lead. Effective stimulation was restored following the procedure.